Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bgm and cgm values. User also reported pain at the insertion site and case was escalated where based on review, support found that the system experienced a period of instability, triggering the glucose suspend alerts received. However, the system is beginning to show improvement with better agreement in bg and sg values. User was advised to continue using the system, entering calibrations when the glucose is stable, if possible. During follow up, the user also confirmed that the system had improved. As per dms, the user is currently using the system with up to date information. B4.date of this report 20 jan 2026. G3.date received by the manufacturer? 20 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.